Manufacturer narrative:
The device remains in-service. Investigation is completed. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that at the implant of this implantable cardioverter defibrillator (ICD) during induction with burst pacing there was a loss of radio frequency telemetry. The physician had stepped between the programmer and the device. As a result the burst pacing had continued, the device detected and treated successfully. No adverse patient effects were reported. This issue has been mitigated via software model 2868 version 1.04.